Event description:
After 6+ years of implantation, this pacemaker was explanted due to an infection.

Event description:
After 6+ years of implantation, this pacemaker was explanted due to an infection.

Manufacturer narrative:
(B)(4), 2012a response from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4) 2012 - a response from the manufacturer is pending. (B)(4) 2012 - since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.